Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation low sensing, high capture threshold, and low pacing lead impedance were observed. The rv lead was dislodged. The lead was explanted.